Event description:
During an incident on 1/7/00 involving a male patient in v-fib with CPR in progress by a family member, the defibrillator delivered shock, the patient went into v-fib again and the unit started charging again, had a unit fault, then shocked the patient into a pea rhythm. The reporter said the unit gave a "check door" prompt and also had a power supply failure. The patient survived the incident. The customer reported that the unit is serviced by someone other than laerdal.